Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: g3, g6, h2. H6 and h11. Corrected field: b5. The customer contacted olympus technical assistance support via phone and informed the reported event. Advised customer the scope detector switch could be stuck or in a retracted position, suggested to unplug the unit from the tower, try to loosen and free the black pin that is inside the scope socket (located at 12 o'clock) by jiggling it lightly with his finger to see if he can get it to pop back out and resolve the front panel led flashing issue. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device has flashing in the entire front panel light emitting diode and emergency lamp stayed on.

Event description:
It was reported that the subject device has flashing in the entire front panel leds. This issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.